Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed half hour prior to arriving to the clinic patient acknowledged via button on pump. The cartridge was empty however the pump noted 88.1mls of fluid left. The line looked like it was dry toward the cartridge/pump end. The pump was shut down immediately and disconnected from the patient, line was inspected. Port was not flushed, but first checked by withdrawing fluid which revealed blood return. The line was then flushed no patient injury reported.

Manufacturer narrative:
Other, other text: b3: event date unknown. D4: model, catalog, serial, UDI number unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable. No product was returned. The investigation determined the most probable cause to be a programming issue; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided so a review of the device manufacturing DHR and service history could not be performed.